Event description:
It was reported that device exhibits noise causing myopotential inhibition whenever the pacemaker dependent patient uses her swimming pool. Programming changes were made. Patient condition is good.